Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: pre y-90 mapping procedure, hydropack detached in the catheter, had to go in and snare the coil out. Procedure was successful post snare of coil. No bad patient outcome.